Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported an explanted multifocal intraocular lens reporting a mechanical complication of the iol. The lens was replaced with a monofocal iol. Additional information is requested.

Manufacturer narrative:
The product was not returned. All product and batch history records are quality reviewed, prior to product release. Associated products were not provided. It is unknown, if qualified products were used. The product investigation could not identify a root cause for the reported complaint. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).